Event description:
While performing testing after service, the respironics service technician noted diagnostic codes in the code log history indicating a power failure and restart of the ventilator. The customer did not report the occurrence during any previous usage. There was no patient involvement and no pt harm reported. The service technician replaced the power switch as a precaution. Extended self testing (est) was performed and all tests passed per operating specs.

Manufacturer narrative:
Na